Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 10 months. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s spouse called the vad coordinator to report increased redness, drainage and pain at the percutaneous lead (driveline) site with increased redness and increased drainage to half dollar size of tan-brownish drainage. Keflex 500 mg tid x 4 days was initiated with instructions that the patient to follow up in clinic for labs and site assessment early next week. On (B)(6) 2019, the patient denied fever, chills, fatigue, and night sweats, no shortness of breath, nausea, or vomiting. Per the patient, other than the exit site pain, the patient feels fine. Dressing change performed per sterile procedure by the vad coordinator. A small amount of serous drainage on old dressing was confirmed. Slight erythema at the exit sight, however this has improved since starting the antibiotics. Keflex was extended to 10 days, continuing through (B)(6) 2019. On (B)(6) 2019, the patient was complaining of pain and felt irritation at driveline with some driveline drainage. The patient was using sorbaview dressing but changing dressing daily. Temp, rtf, hr, rr, bmi, ht, wt: 35.8 deg c, 76, 96, 16, 25.2, 60 in, (B)(6). Wbc today 10.1. Likely irritated by seat belt. Culture negative, completed 10 days keflex. Symptoms improved and culture sent again today (B)(6) 2019 driveline culture from (B)(6) 2019 pos +1 yeast. Physician was consulted and it was determined that there was no need to treat with antifungal unless pain continues. On (B)(6) 2019 final culture was +1 scedosporium prolificans (patient final driveline culture on (B)(6) 2019 is +1 scedosporium prolificans (fungus). The patient completed keflex 500 mg tid last night. Also using steroid cream around the driveline area which patient reported had improved the discomfort.